Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had condensation in the helium tubing. The unit alarmed for the reported malfunction. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed. Full name of initial reporter: (B)(6).

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10 additional fields: e1(event site postal code: (B)(6)) it was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had condensation in the helium tubing. The unit alarmed for the reported malfunction. No patient harm, serious injury or adverse event was reported. A getinge field service engineer (fse) was dispatched to evaluate the iabp. To fix the issue, the fse replaced the pneumatic module assembly ((B)(6)), and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a